Event description:
It was reported during in clinic follow up that the atrial lead exhibited decreased p-wave sensing amplitude and loss of capture. Imaging was inconclusive of lead position but lead dislodgement was suspected. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and under sensing. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination of the inner coil found overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix length was measured to be within specification. The reported event of high capture threshold and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
New information received notes under sensing was also observed on the right ventricular (rv) lead prior to the procedure.